Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 6 months post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a 31mm mitral bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.